Event description:
This lead was attempted to be implanted on (B)(6) 2011 . It was capped due to high thresholds and low shock impedances. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).